Manufacturer narrative:
(B)(4). This report is 2 of 2 allegations of wire/needle/cannula damage or missing that had similar event details. Related records: (B)(4).

Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that upon removing the sensor, the patient reported that the sensor wire had broken off and remained in the skin. This report is 2 of 2 allegations of wire/needle/cannula damage or missing that had similar event details. The patient did not attempt to remove the wire and reported no signs of infection or irritation. The patient did not seek hospital care or undergo any diagnostic testing at that time. On (B)(6) 2026, the patient said that she removed a sensor inserted in her arm and upon removing the sensor she said that the sensor wire is broken off and is in the skin. The patient did not attempt to remove the sensor wire and reported no infection/irritation. The patient did not go to the hospital for any diagnostic test. As mentioned by the patient, she inserted two different sensors on two different dates in the arm. The insertion sites for the two sensors were on the arm but were far apart from each other. On (B)(6) 2026, the patient reported going to the hospital and undergoing an x-ray to assess for retained sensor wires. The x-ray did not identify any sensor wire fragments. The hospital subsequently performed a surgical incision, during which sensor wires from two different sensors were located and removed. The incision sites were closed with stitches. The patient reported that no medication was provided before or after the procedure. The patient stated that the area remained reddish. The patient stayed in the hospital for less than 24 hours and was discharged on the same day. At the time of the call, the patient reported persistent pain at the surgical site and stated that no medication had been prescribed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.